Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse ran the unit on a test balloon with a system trainer for 1.5 hours with no issues. All waveforms properly displayed. The fse confirmed proper functionality of the pressure transducer adapter cable. The fse was unable to test the art line cable as it was a third party product. The fse confirmed proper readings for internal and external ECG and pressure inputs. The fse could not duplicate the issue. The unit passed all tests and was calibrated to manufacturer standards.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit stopped displaying arterial ECG waveform. There was patient involvement but no harm reported.